Manufacturer narrative:
This product has been disposed of and will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted four months post implant as it had been accidentally implanted in the left ventricle (lv). A replacement rv lead was implanted without further incident. No additional adverse patient effects were reported.